Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: during investigation, multiple cracks were observed around the perimeter of the display lens.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged lens has a crack in it; she changed lens film and noted crack in screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.